Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the 27-gauge needles are supposed to lock onto the syringes and they don¿t lock. They keep spinning when they put them onto the syringe. Per additional information received on 18mar2022, while administering the injection, the needle was in the patient¿s foot and because the needle couldn¿t lock on completely, the pressure from the liquid being pushed through the needle from the syringe causing the needle to be pushed off of the syringe. This resulted in the fluid that was in the syringe to spray out of the syringe instead of going inside the patient¿s foot as intended. There wasn¿t any harm done. They used a different needle they had purchased previously and there were no problems. The syringe used was a 3rd party syringe.

Manufacturer narrative:
The device history record (DHR) was reviewed and indicated that the product was released accomplishing all quality standards. The product was manufactured between march 18, 2021, and march 19, 2021. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, the parts will be inspected for damaged components and leakage in fluid pathway. The lot met all defined acceptance requirements and was released. 77 unused representative samples were returned for the investigation. The samples were visually inspected and functionally tested, and the reported condition could not be confirmed. The true root cause of the reported failure could not be determined based on available information. There were no anomalies found during a review of the DHR, maintenance records, or process monitoring data. There was no evidence of any systemic failure of the manufacturing process. Based on the investigation and root cause analysis, the initiation of a new corrective and preventative action is not required. This information will be utilized for trending purposes to determine the need for corrective actions.